Event description:
The customer contacted beckman coulter inc., (bci) hotline reporting a leak originating from the right side of the unicel dxi 800 access immunoassay system near the on/off switch. Hotline advised the customer they should not use the instrument until on site service for that instrument had been completed. There was no report of injury to the user.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011. The fse did not found any leaks or liquid inside of the analyzer. The fse suspected that condensation had formed and leaked out of reagent carousel. The fse cleaned out the condensation from the reagent carrousel. A definitive root cause for this event has not been determined.